Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl; thus, there was no adverse impact. Tandem technical support advised the caller to update the pump software for improvements and provided assistance in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to reach out again if the issue reappears.